Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer's blood glucose was 121 mg/dl. System check was performed with tandem technical support and no issues were identified. Customer changed out supplies and no additional occlusion alarms occurred.